Event description:
During the procedure, a communication issue occurred causing a procedure delay. Mapping was completed and the ablation catheter was inserted. When connecting the ablation catheter, signals were visible, but there was no location in navx or voxel mode. The catheter gui had the ampere and se ports as red. The site verified the populated catheter was fully defined but were still unable to select roving. The catheter was disconnected and reconnected (deleting from the catheter list). Hovering over quality gumballs showed catheter impedance errors. The tactisys, ampere, tactiflex rf cable and ampere connect cable were exchanged which did not resolve the issue. The system was rebooted multiple times and a new case was started, but the issue persisted. The amplifier was then exchanged which resolved the issue.

Manufacturer narrative:
Additional information: d0, g3, h2, h3, h6. One ensite x amplifier was received for evaluation. Visual inspection revealed the front enclosure, top enclosure, base enclosure and the right enclosure showed evidence of misalignment. Visual inspection of the front panel ports and rear panel ports show evidence of wear consistent with use. For evaluation purposes the port 3 and port 4 small form-factor pluggable (sfp) were temporarily exchanged. The amplifier was powered on and then the amplifier booted to a solid green ¿ready¿ light emitting diode (led) status. This indicated the amplifier passed the power-on-self-test (post) and then successfully communicated with the test station tracker software. The intra-cardiac (ic) short test was then performed and was successful. A field frame, surflink, electrocardiogram (ECG) simulator, 10 lead ECG cable set, wet lab, patient reference sensors (prs-a single, prs-p triple), ampere, tactisys quartz, tacticath sensor enabled catheter, advisor hd grid catheter, and an inquiry catheter; were all connected into an active magnetic tracker study. Each sensor was able to be initialized, localized, and then manipulated within the real time study successfully. This system was then connected into an active ensitex display workstation study. It was noted that the advisor and inquiry catheters appeared to work as designed however when the tacticath was used the ampereconnect port remained gray within the study. The field service tool (fst) was connected, and the amplifier passed post. The field functional test was performed and was successful. The isolated ground of the ampereconnect port was tested (against a test amplifier), and there was a noticeable difference; both pins 6 and 7 read as electrically open. These pins appear to be required for location data within the dws study. This was isolated to the port and the connection to the front panel assembly. The other isolation ground of pin 44 appears to function as designed. The field reported event was able to be duplicated by ablation catheter study observation and ampereconnect port pin-out. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to electrical opens between the ampereconnect port and the frontplane.